Event description:
Wire was used for tcar procedure. Became engaged in a difficult lesion and an additional support catheter was added over the wire to provide support. After some wire and catheter manipulation it was noticed on fluoroscopy that the wire had broken. Wire was removed in one piece and a 2nd wire was used to complete the procedure what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Removed wire what is the next course of action? Used a 2nd wire patient present at time of event? Yes, patient complications: no patient complications patient outcome: fully recovered event date: 2026-2-24. As reported device codes: no value found. As reported patient codes: no value found.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.